Event description:
It was reported that a patient had peritonitis, which was caused by a break in aseptic technique. The break was described as a mistake, as the patient had not worn a mask during peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The following day, the patient received remedial treatment with injections of vancomycin 1gm intravenously (IV) (every 5th day) and meropenem 1gm IV (2x/day for 14 days). The peritonitis was resolving, however, it was not reported if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.